Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that his wife was hospitalized for one week due to high blood glucose; the patient's blood glucose increased to over 1,000 mg/dl. The customer was on life support to help her breathe. The patient currently treats her blood glucose via manual insulin injection. No products were returned or replaced.